Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited no capture on the right atrial (ra) lead. Technical services (ts) reviewed and referred the health care professional (hcp) to the cardiology department for further instructions. This product remains in service. No adverse patient effects were reported.